Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, fault code 1003 was confirmed to have first been recorded on (B)(6) and again on (B)(6) 2012. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected (3.017 volts), but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device hybrid for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low voltage (bypass) capacitor connected to the device's battery. Malfunction of this capacitor resulted in a high current drain, which was depleting the battery faster than normal.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information through a remote monitoring alert that this device exhibited a fault code '1003' and the battery voltage was too low for predicted longevity. The device memory was saved and sent to engineering for analysis. Upon review, it appears the device battery was depleting more rapidly than expected; the actual battery depletion does not equal the displayed battery longevity during follow up interrogation. Boston scientific technical services (ts) recommended replacement of the device. Thirteen days after the fault occurred, this device was explanted and successfully replaced. No adverse patient effects were reported during the replacement procedure.